Event description:
It was reported that an ilet presented with persistent low battery and did not appear to charge despite attempts with two chargers and different outlets, triggering a low battery alert; the patient was not on backup therapy, and the problem aligned with a premature battery discharge involving the device¿s battery component. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.